Event description:
The pt is a 56 yr old submamary bilateral breast augmentation in 1969 using co implants in the submammary space. The implants got hard immediately & within 5 to 6 yrs., she developed what later was diagnosed as fibromyalgia. The pt also later developed sicca symptoms & chronic fatigue. The pt has class IV capsular contractures. Xerogram shows calcifications capsules of the implants & the pt has significant pain in the breasts. With pain & possible rupture with systemic symptoms which may be associated with silicone, the pt desired implant removal. A capsulectomy is medically necessary because there is significant calcification around the capsule & because both implants may be ruptured.